Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance for this right ventricular (rv) lead was high. One out of range measurement was noted. The patient was evaluated in clinic, but the clinicians were not able to reproduce the high impedance measurement. A few months after the high measurement, it was noted that impedance had fallen to between 85 and 88 ohms. No adverse patient effects were reported. No interventions were reported. The rv lead and associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.